Event description:
Kimberly-clark received a report stating, "sponge/swab within the packs came off the stick inside patients' mouth on at least 2 occasions. No patient injuries, but they had to pull the sponge out of patients' mouths." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record review is not complete at this time. If any additional relevant information is identified following completion of the DHR review the additional relevant information will be submitted in a supplemental report. Sample was not returned to kimberly-clark for analysis. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.